Manufacturer narrative:
An event regarding periprosthetic fracture involving a reliance stem was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the reported device was not available. -medical records received and evaluation: a medical review was not performed because insufficient information was provided. -device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Patient fell causing their bipolar hip to dislocate and fracture the calcar. The stem was removed and a restoration modular was implanted.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Patient fell causing their bipolar hip to dislocate and fracture the calcar. The stem was removed and a restoration modular was implanted.